Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact .there was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow up #1 (B)(4) 2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/02/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All of the keypad buttons are sticking when pressed and require multiple presses with excessive force to evoke a response. None of the keypad buttons have normal spring back or click. The keypad was removed to investigate and revealed visible contamination under all of the contact buttons. In addition, the down arrow and ok key contacts were misaligned.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.